Manufacturer narrative:
The investigation determined that a reagent related issue can be excluded. Upon analysis of the analyzer data files, the system was found to be working within specifications. The alarm trace showed multiple abnormal aspiration alarms. These alarms indicate an issue with sample quality. The customer improved their centrifugation speed and confirmed there were no further issues. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6) . Quality control data was acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 503 analytical unit. The sample initially resulted in an hba1c value of 7.1 %. The patient asked for a repeat of the sample. The sample was repeated, resulting in an hba1c value of 5.78 %.